Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insulin pump was stopped working. He had it in his pocket then he felt a buzz. He took it out and saw that insulin pump had a blank screen. Customer also stated that water was spilled on his lap and got on the insulin pump. Customer stated the battery changed but the issue was not resolved. Customer reported there was a crack on the insulin pump. Serial number was also missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and missing serial number label. The p-cap locks properly into place.